Event description:
It was reported that a patient presented with over-sensing of noise noted on the right atrial lead and high capture thresholds and high pacing impedance noted on the right ventricular lead. Both leads were explanted and replaced on (b)(6) 2026. No adverse patient consequences were reported.